Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no products were returned for investigation, but we were provided with photographs of the explanted products which confirmed that the poly liner had worn to such an extent that it had split into multiple pieces. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination for the cup but did find a similar complaint against the provided product code/lot code combination for the liner (B)(4). A review of the device history records for both the cup and the liner identified that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary implanted on (B)(6) 2015. Reason for revision: liner disassociation (small up 48/ large patient). Revision performed yesterday and head/ liner and shell replaced.